Event description:
It was reported that the patient¿s omnipod system was automatically delivering insulin. Patient stated that he observed the device had given him 15 units, which he did not program and should have triggered a safety parameter to prevent such a large bolus at one time. Being concerned about becoming hypoglycemic, with 12.5 units of insulin on board, the patient removed the malfunctioning pod, to stop the insulin delivery. Patient waited approximately an hour before placing and activating a new pod. Blood glucose level was reported to be 153 mg/dl. Medical treatment was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g988u1ueschyc1. Hardware: sm-g988u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.